Manufacturer narrative:
The lens was returned in dry, in a cartridge case. Visual inspection found no visible damage to the lens. There was residue on the lens. (B)(4).

Event description:
The reporter indicated the surgeon was inserting a 12.1mm micl12.1 implantable collamer lens, -7.5 diopter, the patient moved and the lens bent upwards. The lens was partially inserted and was removed during the same surgery, with no patient injury. The surgeon was not sure if the lens was damaged, so decided to implant the backup lens with no problem. The surgeon stated the cause of the event was patient related.